Event description:
The manufacturer received information that a patient with a dreamstation 2 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
UDI- no sn number.